Event description:
It was reported that the pump delivered less insulin than requested for a bolus. There was no reported impact to the customer's blood glucose (bg) level. Tandem technical support was unable to confirm the reported issue. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.